Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported the device result was 7.3 inr. The corresponding lab result reported was 7.3 inr. The dr. Just received the lab result and the reporter did not know if the pt was treated. The reporter declined product replacement.